Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However, during the third inflation at 10 atmosphere for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 142cm coyote es balloon catheter. No patient complications were reported and the patient's status was stable.